Event description:
Concomitant devices: viper2 final tightener handle, 286745500. Expedium si set screw, 179702000.

Manufacturer narrative:
Visual examination at the macroscopic level of the viper2 final tightener driver revealed that the fracture was located at the driver¿s distal tip. The broken tip section was not returned with the device. Scanning electron microscopy analysis found the existence of several cracks at the hex lobes, indicating that the breakage occurred due to high torsional shear loads. No material defects or other abnormalities were observed in the analysis. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Examination of the concomitant device viper2 final tightener handle found the instrument could not be rotated and was binding. Further examination found the torque handle¿s internal gear had fractured into two pieces, most likely resulting in wrench seizure. Although no definitive conclusion can be made regarding the cause of tip breakage, the damage was most likely due to the seizure of the viper2 final tightener handle, causing a high torsional shear load, resulting in distal tip fracture. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports the distal tip of the viper2 final tightener shaft broke off within a set screw during final tightening. The broken tip section remains within the implanted set screw. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.